Manufacturer narrative:
Batch reviews performed on 21 february 2017. (B)(4). On 23 february 2017 the r&d project manager performed a preliminary investigation based on the available information and commented as follows: a few information are available on the claim. The root cause can be the misalignment of liner and shell. Not available.

Event description:
During surgery, the liner would not seat. The surgeon used a secondary liner to complete the surgery. The surgery was completed successfully.